Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a stage 1+ diffuse lamellar keratitis (dlk) with inflammation and infection symptoms in both eyes (ou) at 1 day post-operative exam. A brief description from the surgery center indicated there were no complaints from the patient and visual acuity was fine. Topical steroid drops were increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -2.50 x -.75 x 18, left eye pre-op 20/20 -2.25 x -2.00 x 177.